Event description:
The associated lead had been found to be dislodged on (B)(6) 2013. When the physician went in to revise the lead, they found this lead had also dislodged. Attempts made to reposition rv lead failed. It was suspected the active fixation mechanism was clogged with tissue. This lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the conductor coil which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.